Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported the act button had to be pressed several times before responding. Customer also reported that all other buttons responded intermittently. Customer's blood glucose was 170 mg/dl. Customer reported that insulin pump had small cracks and since it was worn in pocket, it may have been exposed to sweat. After troubleshooting, customer was advised that insulin pump would need to be replaced.